Event description:
Rental ventilator. Serial #(B)(4). Pt was walking patient. Vent shut down with screen indicating self test. Once vent was plugged into wall, issue resolved. Same issue when walked again. Vent screen indicating self test and batteries indicating full charge. Vent replaced.